Event description:
Acct. Reported they had experienced leaking at the female luer of the lever lock cannula on connection to the extension set resulting in chemo spills. No pt injury reported. No samples available.